Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. The patient's implantable cardiac monitor (icm) failed to be interrogated. X-ray performed on (B)(6) 2020 revealed that the patient's icm was no longer in the pocket, as it had eroded out of the patient. The physician implanted a new icm on (B)(6) 2020. The patient was stable.